Event description:
A report was received that the pt had his ipg and leads explanted due to an infection. The pt was admitted to the hosp due to an infection at the pocket site. The device was working properly prior to the explant and the pt could feel stimulation. The pt was treated with antibiotics. The physician reported that he does not believe that the infection was procedure or device related.

Manufacturer narrative:
The devices were not returned to bsn for further analysis as they were discarded at the medical facility. A review of the mfg documentation found that no anomalies of deviations potentially related to the event occurred during mfg. A review of sterilization records found them to be satisfactory. This is the final report.